Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that dropped to 30 mg/dl. The patient was dizzy, temporarily paralyzing and confused. For treatment, the patient was given food. The pod was worn longer than 48 hours on the hip/buttocks. The patient was discharged after 2 days. The pod was discarded.